Event description:
It was observed that during the device evaluation, the subject device exhibited blurry image after meeting hot and cold water, which does not disappear after ten seconds. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. The event is detectable and preventable by handling device in accordance with the following IFU: instructions olympus gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.